Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, e3. A getinge field service engineer (fse) was dispatched to evaluate the fiber optic circuit . The (fse) reported that unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)'s sensation balloon fiber connector was accidentally damaged against the patient bed. Patient involvement unknown and no harm reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optic was not working. There was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.